Event description:
It was reported that on (B)(6) 2022, a 25mm pfo occluder was selected for implantation using an 9f amplatzer trevisio intravascular delivery system. The patient was administered heparin. During the procedure, it was noted that there was air bubbles in the loader. Backbleeding was occurring, but perhaps not sufficiently. The device was retrieved from the patient, before being deployed within the patient. Inspection of the device removed revealed a clot formation on the left atrial disc. The device was replaced and implanted successfully. There was no medical intervention or treatment to address the formation of a thrombus. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of back-bleeding and thrombus formation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.